Manufacturer narrative:
Complaint (B)(4): no samples were received for evaluation. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The complaint cannot be determined. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.

Event description:
The phlebotomy team reported underfilling with 454351 (3ml ha coag tubes). The lot # is b250833t.

Manufacturer narrative:
Complaint (B)(4): samples have been requested from the customer but have not yet been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.